Manufacturer narrative:
Due to character limitation, below field are added from e1- event site state-california. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that iab intra aortic balloon was having difficulty while inserting into the provided sheath, despite multiple attempts. The procedure was aborted, and both the balloon and sheath were saved. To avoid recurrence, they switched to a 9fr sheath. Customer confirmed all standard insertion steps were followed. Later, she successfully inserted a second balloon using the 9fr sheath.

Event description:
It was reported that iab intra aortic balloon was having difficulty while inserting into the provided sheath, despite multiple attempts. The procedure was aborted, and both the balloon and sheath were saved. To avoid recurrence, they switched to a 9fr sheath. Customer confirmed all standard insertion steps were followed. Later, she successfully inserted a second balloon using the 9fr sheath. No harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: b5, h6 (medical device problem code) the reported iab lot # 3000441936 but returned iab lot # 3000422103 and the returned iab was evaluated. The iab was returned with the membrane completely unfolded with blood on the exterior of the catheter with the one-way valve attached. The pressure tubing was also returned. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.